Event description:
On (B)(6) 2011, pt reported the infusion device display is partial. Correct type of battery is used in the infusion device, and the battery setting is programmed correctly. This first began 2 months ago. Pt has tried numerous new batteries, but this has not resolved the issue. The area affected is towards the bottom of the screen and stretches all the way across. Pt is only able to see half of the basal rate amount that is displayed. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation.